Event description:
Caller was repeating that therapy was not helping, pt was not going away. Also pt sometimes feels more pain in the back where the ins was implanted. Pt rep called to ask what the battery longevity was. Reviewed. Pt saw their hcp. Pt rep will be following up with hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for spinal pain and failed back surgery syndrome. It was reported that the implant was hurting the patient because since implant the ins had been shocking him on and off. The patient could feel shocking in his legs and recently his implant site was hurting. The patient asked his doctor if he could get the device removed because of this and also because the device wasn't helping with pain and the doctor said the patient must speak with the manufacturer first (presumably to check device first). The circumstances that led to the reported issues were unknown. The caller said the patient had been to the doctor's a couple of times about the shocking but it had not been resolved. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services (pss) reviewed the role of the rep and reviewed that pss was going to send an email to the field with the patient's situation. A rep replied that they would reach out to the patient.